Event description:
It was reported that the ventilator was displaying other values of positive end expiratory pressure (peep) than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the customer did not approved quotation and there was no on-site visit by our technician. Peep is maintained in the alveoli and may prevent the collapse of the airways. Unfortunately the device's logs were not provided for further analysis. As the repair was not conducted, there is no way to know, which part was causing the issue, hence the cause could not be determined.